Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in tb ptk experienced missing scale marking. The following information was provided by the initial reporter: 1 ml syringe without scale is identified.

Manufacturer narrative:
H6: investigation summary a photo sample was received in which it is observed that the scale marking is missing. Based on the photograph, it is confirmed that the presence of the graduated scale on the cylinder is not observed in the syringe. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During the manufacture of the product, the marked cylinder is transported directly through belts to the assembly machine, however, on some occasions and due to process requirements, the marked cylinder is stored and identified in plastic boxes, plastic boxes that are also used for molded cylinder storage (no scale marked). When molded cylinders (without marked scale) or marked cylinders are required for the assembly process, these are emptied directly into the hoppers so it is possible that the molded cylinder (without marked scald), reported in this claim is a piece that was left inside one of the boxes that were used to store marked cylinder. Due to the above described the failure mode "product mixture between molded cylinder and marked cylinder" is confirmed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in tb ptk experienced missing scale marking. The following information was provided by the initial reporter: 1 ml syringe without scale is identified.